Manufacturer narrative:
Concomitant product(s). Other relevant device(s) are: product ID: etew2424c82ej, serial/lot #: (B)(4), ubd: 10-aug-2018, UDI#: (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Thirty degree angulation was noted between the stent graft and the limb. It was reported on CT performed that a type iii separation leak was observed and as a result aneurysm rupture. Although poor patient status was reported, intervention was completed where another manufactures stent graft and cuff was implanted however the endoleak did not completely resolve. It was reported that the patient expired post the procedure. Per the physician a possible cause of the junction leak was that the size of the additional device 25-25-70 was not big enough for the 24-24-82 device and also not choosing a bifurcated stent graft instead of an aortic extension for the initial procedure. No additional clinical sequelae were reported.